Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the patient's perm procedure effective therapy was not established. A sjm representative tried troubleshooting and education which resolved the issue at the time. However, later the patient reported the scs lead had migrated out of the epidural space. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the scs lead was explanted and replaced with the differnt model which resolved the issue. Reportedly, the patient had satisfactory therapy postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.